Event description:
Pump failure was reported, and the patient returned to using injections. There was no reported impact to the customer's blood glucose level. The patient declined follow-up and no further information was provided regarding the outcome of the event.